Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft. During the initial implant a type ia endoleak was seen on final angiogram. A non-endologix stent was then placed and no endoleak was present on final angiogram after stent placement. Patient is reported to be doing well and was discharged home one (1) day post initial implant. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
Correction: remove all information per the initial report submitted on 27 aug 2018. Upon further review, this event does not meet the definition of an adverse event to the patient per 312.32 ind safety reporting, which states that an "adverse event means any untoward medical occurrence associated with the use of a drug in humans, whether or not considered drug related [and which is a] life-threatening adverse event or life-threatening suspected adverse reaction." The reported event to this complaint is for an intraoperative type ia endoleak that was resolved at the conclusion of the initial procedure on 02 aug 2018; therefore, this event does not qualify as "life-threatening" as there was no impact to the patient who remained in the operating room when and where the endoleak was diagnosed and resolved. This event is being unreported to the FDA.